Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's image was blurred. The issue occurred at the beginning of a therapeutic and diagnostic cystoscopy procedure. The procedure was completed using a similar device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug unit is deteriorated, image definition is not usual, water tightness is lost, color tone of the image is not proper. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, the camera was visually altered due to a non-specific cause. The plug unit was deteriorated for an unspecified reason. The image definition was unusual due to damage to the camera unit. The watertightness was lost due to poor watertightness of the cable unit, and the color tone of the image was improper due to damage to the cable unit." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.